Manufacturer narrative:
The insulin pump was received with minor scratched display window, missing reservoir tube lip o-ring and dog chew marks damage on the reservoir tube lip also, unable to perform basic occlusion test and occlusion test due to dog chew marks on the reservoir tube lip. However, the insulin pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, prime test, excessive no delivery test, displacement test and rewind test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 430 mg/dl at the time of the incident. The customer treated with manual injections. The customer stated that he was sleeping and his dog chewed the insulin pump. The customer stated that the reservoir compartment screen is damaged. The customer mentioned cracks and missing pieces. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.